Manufacturer narrative:
E1/establishment name: (B)(6) added here due to character limitation in respective field. The device was returned to olympus for evaluation and the evaluation found the following: the air supply volume, water supply volume and the water removal ability did not meet the standard value due to clogging of the nozzle, the bending angle in the up direction and the play of the up/down knob did not meet the standard value due to wear of the angle wire, the adhesive on the bending section cover had a chip, scratch and a crack, the adhesive around the objective lens and light guide lens was peeled, the forceps channel port and suction cylinder were shaved, and the control unit had discoloration. Additionally, the following had a scratch: the scope connector cover unit, suction connector, universal cord, image guide protector, flexibility adjustment ring, grip, scope cover, plastic distal end cover, switch box, forceps elevator lever, forceps elevator knob, up/down knob, right/left knob, control unit, and connecting tube. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the colonovideoscope had defective air and water supply. The device was returned for evaluation. During the device evaluation, the following was found: the nozzle had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the remained foreign material could not be identified. The event can be prevented by following the instructions for use: prevention method is described in the reprocessing manual gif/cf/pcf-290 series chapter 5 reprocessing the endoscope (and related reprocessing accessories). The customer confirmed they cleaned, disinfected, and sterilized the product before sending it to olympus. The customer flushed the air/water nozzle with water and air; immersed the endoscope in the detergent solution; wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges; and flushed the air/water nozzle with the detergent solution. Olympus will continue to monitor field performance for this device.